Event description:
A device was returned to a third party service center. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third party service center, the device was visually inspected and tobacco contamination was found in the device. The device was scrapped.

Manufacturer narrative:
H3 other text : third party service center.